Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a patient experienced symptoms after being implanted with a pipeline and axium coils. It was reported that embolization was performed using the ¿jailing¿ technique. The procedure was carried out successfully and the patient was discharged from hospital. Angiographic images post procedure had showed the aneurysm successfully embolized with the use of the pipeline and coils. The devices were prepared and used according to the instructions for use (IFU). Four days after embolization, the patient presented with left hemiparesis. CT imaging showed ipsilateral subarachnoid hemorrhage (sah) and right frontal intraparenchymal hematoma. Ticagrelor was replaced by clopidogrel and aas was maintained. In the medical evaluation after 7 months, stent thrombosis with total occlusion of the carotid artery was observed. The patient was completely asymptomatic due to the function of the willis polygon. No additional medical/surgical intervention or hospitalization was needed for the thrombosis. The patient had been undergoing treatment for a an unruptured, saccular aneurysm located in the c6 segment of the right internal carotid. The max diameter was ~22mm, and the neck diameter was ~8mm. The landing zone was 3.9mm distal and 4.4mm proximal. The patient's vessel tortuosity was moderate. Dual antiplatelet treatment had been administered. Additional information was received that the physician did not know the real cause of the event yet.